Manufacturer narrative:
The user experienced hyperglycemia with ketones while on ilet therapy. The user reported elevated glucose levels following a meal announcement and later performed a supply change after returning home from the emergency department. The user also reported smelling insulin while using the previous infusion set; however, no leakage, bent cannula, or infusion set damage was confirmed during troubleshooting. Fingerstick glucose values were consistent with cgm readings. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that the user experienced hyperglycemia with blood glucose (bg) levels up to 260 mg/dl and was evaluated in the emergency department. The user was treated with IV fluids and anti-nausea medication and discharged on (B)(6) 2026. No long-term health effects were reported.